Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair by quality engineering, it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had excessive noise. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device emitted a loud screeching noise while running. It was further reported that once the device was disassembled, it was found that the internals were covered in a brownish residue, the bearings were rusty, the seals were worn and the housing was not round. It was further determined that the device failed pretest for leakage test, mechanical free moving, and check roundness of the housing. It was noted in the service order that the device would not run prior to the start of an open reduction internal fixation surgical procedure. It was reported that the procedure was completed successfully with a spare device within a thirty minute delay. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.